Event description:
The physician attempted to advance a fox plus 2 mm x 20 mm over an .018 guide wire for placement in an unk location. The fox plus was removed prior to entry into the patient's anatomy. The physician removed the .018 guidewire and attempted placement of a smaller diameter guidewire. The smaller diameter wire would not cross the lesion and was replaced with a .035 guidewire. The fox plus 3mm x 20 mm was advanced over the .035 guidewire. A dissection occurred and the procedure was discontinued. It was determined that the patient would need a surgical bypass.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.